Event description:
It was reported that the infusion rate "changed" on an unspecified "high alert" medication and the customer is requesting assistance from bd in reviewing the device logs. The infusion was started on (B)(6) 2023 and there was a change in syringe on (B)(6) 2023. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion rate "changed" on an unspecified "high alert" medication and the customer is requesting assistance from bd in reviewing the device logs. The infusion was started on 09 december 2023 and there was a change in syringe on (B)(6). 2023. There was patient involvement but unknown outcome.

Event description:
It was reported that the infusion rate "changed" on an unspecified "high alert" medication and the customer is requesting assistance from bd in reviewing the device logs. The infusion was started on (B)(6) 2023 and there was a change in syringe on (B)(6) 2023. There was patient involvement but unknown outcome.

Manufacturer narrative:
Additional information : concomitant med prod data.